Event description:
Dental implant failure.

Manufacturer narrative:
Manufacturers trend analysis show, that implant failure is a low-rate adverse event. Which is common for endosseous dental implants in clinical use.